Event description:
This device was being used to hold back a section of the pt's scalp during a craniectomy. The rubberband-like portion of the hook snapped back causing the physician to lose their grip on the scalp. When the band snapped back it caused some minor bleeding to the physician's thumb. The bleeding was confined to within the glove so there was no exposure risk for the provider or the pt. This particular neurosurgeon has had similar problems with the dural hook before but did not alert anyone. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.